Manufacturer narrative:
Visual inspections & results: articulation; yes. Cartridge batch number; ckw0322. Precock functional; yes. Rotation; yes. Staple count; 20. Swivel; yes. Functional tests & results: cycled the instrument; yes. Test cartridge batch number; na. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples formed in the catridge nose, ready to release. The trigger was depressed completely and the formed staple ejected from the cartridge nose, ready to release. The trigger was depressed completely and the formed staple ejected from the cartridge nose. The instrument was then cycled, fired, and properly formed the remaining 19 staples without incident. No conclusion could be reached as to why the reported "device jammed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
During a laparoscopic hernia repair procedure, it was reported by the affiliate that the device jammed. There was no consequence to the pt.